Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before preparing for dialysis, a rupture of the red luer connector was observed. There was a leak and crack at the red arterial luer adapter. Flushing was done with crack results on the connector. Nothing unusual was observed on the device prior to use. No instrument was used to loosen or tighten the device. Iodophor was the cleaning agent used on the device. Tego was not utilized. The insertion site was not treated prior to product placement. No excessive force was used on the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. No intervention/treatment was required as a result of the event. The cleaning agent(s) are allowed to dry thoroughly prior to applying ointment(s) to the area. The catheter was repaired by replacing the temporary catheter of domestic brands. The kit was not used. The procedure was continued and completed after the remedial action was performed. The reported product was not replaced. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before preparing for dialysis, a rupture of the red luer connector was observed. There was a leak and crack at the red arterial luer adapter. Flushing was done with crack results on the connector. Nothing unusual was observed on the device prior to use. No instrument was used to loosen or tighten the device. Iodophor was the cleaning agent used on the device. Tego was not utilized. The insertion site was not treated prior to product placement. No excessive force was used on the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. No intervention/treatment was required as a result of the event. The cleaning agent(s) are allowed to dry thoroughly prior to applying ointment(s) to the area. The catheter was repaired by replacing the temporary catheter of domestic brands. The kit was not used. The procedure was continued and completed after the remedial action was performed. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received.the device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the arterial luer adapter. It was reported that the luer adapter was cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.